Event description:
Information received by medtronic indicated that the customer received pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period) and pump error 82 (the hrm task did not grant motor power in reasonable time). Troubleshooting was declined by customer. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w ver. 5.3a. Retainer ring = black. Case type: ngp. Customer returned pump for an alleged pump error 41 and 82 on (B)(6) 2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. No unexpected pump error 41 or 82 alarm noted during testing. Successfully downloaded history files and traces using thump software. However, pump error 41 was confirmed in history file on event date: 03/09/2023 15:05:01.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device and passed. Problem isolated to motor. Motor voltage error (41) was found in history file on 03/09/2023 15:05:01.000 (file number: 121 line number: 589). Motor voltage regulator, other motor hw. Motor voltage error (43) was found in history file on (B)(6) 2023 15:05:01.000 (file number: 121 line number: 589). Failed batt test (58) was found in history file on (B)(6) 2023 15:10:47.000 (file number: 39 line number: 645). Internal flash. Pump error 82 was found in history file on (B)(6) 2023 15:00:00.000 (file number: 121 line number: 578). Summary to fa: faults are not registered in detailed traces or error log, only in diagnostic traces and history, which gives us only fault type and file/line numbers. Fault occurred in motor application. Motor power grant request to main cpu was not responded within timeout. Reason cannot be identified. In summary, customer alleged pump error 41 and 82 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.